Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2021-19187, 1627487-2021-19188. It was reported that the patient's system was explanted due to their symptoms worsening over time and patient having some other issues as well. Further information is unavailable.